Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro dissection tip cracked and broke off in the pt's leg. The part was retrieved from the original incision. They discovered that the part had broken off after they were done with the dissection process. When they were in the middle of ligation, they saw a broken piece in the tunnel and that is when it was retrieved. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)